Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient has not used the device in about two years because the device never really helped since implant. The patient¿s external equipment is in storage because she does not use it. The patient¿s health care professional put her on cymbalta and that has helped a lot more than the device ever did. The patient saw a little relief after implant for not more than a year, but she did not get 50% relief. The patient had previously tried to charge her implant but could not because she could not connect to it. The patient was looking shut her device off because she was getting a pedicure. Additional information was received from the patient. It was reported that the patient needed to have an MRI, but she has not used her stimulator for the past two years because the device has not helped her pain at all. The patient said the MRI facility said she will need to put the ins into MRI mode but the patient couldn't find her programmer. The patient said she tried using the device of and on for 6 months, but it really didn't help that much. The patient said that medication worked better so they put her on cymbalta which helps her nerves because she was diabetic. The patient said she got the stimulator for low back pain and whole right side pain which was so bad that she couldn't talk. During the call the patient said it had not been turned on in a long time and the last time she turned it on it went haywire so she turned it off. This was in (B)(6) 2016 or (B)(6) of 2017. No further complications were reported.